Manufacturer narrative:
Other, other text: b3: date of event, d4: UDI section, and g5: 510k are unknown, no information is available. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the customer experienced a fault. When air was inserted into the circuit, the device read. But when the air release button was activated, the pointer did not return to the initial condition (zero). There was a patient involved. There is no information regarding harm or injury.

Manufacturer narrative:
Other text: h3 and h6 - evaluation codes: updated device evaluation: one device was returned for investigation. Under visual inspection the sample appeared to be in good condition. Then the outlet nozzle was occluded by finger and the cuff inflator was inflated several times. It was found that pointer reached the maximum position smoothly without any problem. When the red air release red button was activated it was found that pointer is returning to zero position which is correct behavior. No issue was found. The returned sample is working correctly. The complaint was not confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.